Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Event description:
It was reported the patient's left lead had high impedances and both leads migrated. In turn, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.